Event description:
It was reported "malfunction code 12 causing patient to reset the pump, happening at least once every week now". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.